Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, the plaintiff also experienced recurrent vaginal prolapse, abdominal and bowel adhesions, urinary retention, vaginal atrophy, dyspareunia, discomfort, erosion, urinary incontinence, burning sensation on bowel movement, pelvic, rectal, abdominal, vaginal pain, urinary frequency, urinary tract infection, small incontinence of stool, vaginal discharge and hematuria. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was acute myeloid leukemia. Related to MFR# 2183959-2015-00577, 2183959-2015-00579, 2183959-2015-00580.